Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was difficult to open and no clips were fired. The surgeon applied another instrument to complete the procedure. The hospital reported no patient injury occurred.